Event description:
It was reported by the rep the device was used during a laparascopic cholecystectomy procedure. It was reported that as the doctor attempted to ligate the cystic artery, clips fell out of the jaws of the applier(4-5 clips in a row). The surgeon has successfully ligated with a couple of clips, then placed a clip over another one already on the vessel after that. That was when the other 4-5 clips did not form and fell out of the jaws. Another er320 was opened to finish the case. There was no consequence to the pt.